Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and competitor device exhibited high out-of-range shock impedance measurements after slowly trending upward since implant approximately 7 years prior. Boston scientific technical services (ts) suggested performing commanded shock tests to determine the integrity of the system which the health care professional (hcp) would relay to the physician. All other lead measurements were noted within normal limits and stable. A previous chest x-ray was noted to show the lead in a stable position. The physician elected to continue monitoring the lead with more frequent remote and in-clinic follow ups. No adverse patient effects were reported. This lead remains in service.